Event description:
It was reported that the patient had a pico 7placed on (B)(6) 2020. On (B)(6) 2020 the device's lights were all illuminated and the dressing was 80-85% full. The customer did not have a back up device.

Manufacturer narrative:
Correction: b5 h10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or part numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As the device was not returned, a thorough product evaluation could not be carried out. Due to this we have not been able to confirm a relationship between the event and the device. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state it will not continue to deliver negative pressure wound therapy, and it must be replaced. This is a patient safety feature. We have not been able to identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient had a pico 7placed on (B)(6) 2020. On (B)(6) 2020 the device's lights were all illuminated and the dressing was 80-85% full and the patient did not have an additional dressing. No further information is available.